Event description:
Surgeon was using the ethicon articulating endoscope linear cutter ets flex 45 to remove/seal the tissue on the appendix. The cutter w/staples misfired. Surgeon tried another linear cutter ets and that one misfired also. No patient injury. Davinci technical support was notified. Device will be returned to the manufacturer.